Manufacturer narrative:
Although the returned sample has been received, the investigation has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no impact to patient" (no consequences or impact to patient). Product problem(s): "intermittent footswitch functions" (device stops intermittently). A nurse reports intermittent footswitch function. The case was delayed while another footswitch was brought in to complete the case. The nurse indicated there was no patient impact or procedural change.